Manufacturer narrative:
Product complaint # ==> (B)(4) section d4. Expiration date was updated.

Event description:
As reported by the field, during a mechanical thrombectomy of a left internal carotid artery (m1 segment) occlusion for cerebral infarction, an emboguard 87, 95 cm balloon guide catheter (B)(6), 0000224646 was used according to the instructions for use (IFU). The emboguard was placed at the left internal carotid artery. Adapt was performed by cat6 catheter and thrombus was retrieved. During the procedure, the physician commented that tip marker and full length of the emboguard was difficult to see under fluoroscopy. No health problems or extended procedure time as a result of this event. There was no negative impact to the patient. A continuous flush was done. Additional information received indicated that it was just less radiopaque than expected. The balloon had been inflated in the correct position. There were a few procedural delays, but the delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. No CAPA or escalation activities are required at this time. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.